Event description:
This case was initially received via regulatory authority FDA (reference number: mw5057571) on 12-nov-2015. The most recent information was received on 05-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvis pain") and genital haemorrhage (" heavy bleeding") in a female patient who had essure (batch no. A47945) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she was unable to follow up with an hsg under medical advice as she is allergic to iodine." And medical device monitoring error "she was unable to follow up with an hsg under medical advice as she is allergic to iodine.". The patient's concurrent conditions included iodine allergy. Concomitant products included celecoxib, cetirizine, chlortalidone (chlorthalidone), hydroxyzine, lisinopril, methocarbamol, montelukast, omeprazole (omeprazol) and oxycocet (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdomina pain/ abdomen movements"), menorrhagia ("heavy periods 8-10 days"), migraine ("migraines"), dyspareunia ("pain after intercourse"), coital bleeding ("bleeding after intercourse"), urticaria ("hives"), peripheral swelling ("swollen feet and hands"), alopecia ("hair loss"), fatigue ("tiredness"), abdominal pain lower ("cramping") and rash ("skin rashes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, migraine, dyspareunia, coital bleeding, urticaria, peripheral swelling, alopecia, fatigue, abdominal pain lower and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, coital bleeding, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, peripheral swelling, rash and urticaria to be related to essure. The reporter commented: a serious injury, hospitalization, disability/permanent damage, required intervention,other serious (important medical event) and event date 12-feb-2013 were mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc:quality-safety evaluation:lot number: a47945 manufacturing date: 04-sep-2012.for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device.the reported medical events are not necessarily indicative of a quality defect. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes:on 5-jan-2018: legal claim was received - the following events were added: cramping; skin rashes; heavy bleeding and she was unable to follow up with an hsg under medical advice as she is allergic to iodine. Information regaridng essure removal was also provided (dates and procedure). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.incidentat the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057571) on 12-nov-2015. The most recent information was received on 13-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvis pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A47945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she was unable to follow up with an hsg under medical advice as she is allergic to iodine." And contraindicated device used "she was unable to follow up with an hsg under medical advice as she is allergic to iodine.". The patient's medical history included morbid obesity, drug allergy, food allergy, environmental allergy, flank pain, allergic rhinitis, hypertension, post-traumatic stress disorder, anaphylaxis, insomnia and menses irregular. Concurrent conditions included iodine allergy. Concomitant products included celecoxib, celecoxib (celebrex), cetirizine, chlortalidone (chlorthalidone), epinephrine (epipen), fluoxetine, gabapentin, hydroxyzine, lisinopril, methocarbamol, montelukast, omeprazole (omeprazol), oxycodone hydrochloride;paracetamol (percocet), oxycodone hydrochloride;paracetamol (percocet) and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods 8-10 days/ abnormal bleeding (vaginal, menorrhea)"), dyspareunia ("pain after intercourse"), urticaria ("rashes or skin conditions -type : hives"), abdominal pain lower ("lower abdomen pain / cramping"), rash ("skin rashes/ allergic or hypersensitivity reaction ¿ rash on whole body"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("blood or heart disorder/condition ¿ anemia;"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced peripheral swelling ("swollen feet and hands"), alopecia ("hair loss") and irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibd") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdomina pain/ abdomen movements"), migraine ("migraines"), coital bleeding ("bleeding after intercourse") and fatigue ("tiredness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, migraine, coital bleeding and fatigue outcome was unknown and the menorrhagia, dyspareunia, urticaria, peripheral swelling, alopecia, abdominal pain lower, rash, vaginal haemorrhage, anaemia, tooth disorder, dysmenorrhoea, urinary tract infection, allergy to metals, vaginal discharge, weight increased and irritable bowel syndrome had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, peripheral swelling, rash, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: a serious injury, hospitalization, disability/permanent damage, required intervention,other serious (important medical event) and event date (B)(6) 2013 were mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: back pain, anxiety, depression, abdominal pain, menorrhagia, dyspareunia quality-safety evaluation of ptc: quality-safety evaluation: lot number: a47945 manufacturing date: 04-sep-2012. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs and mr received : new events, "abnormal bleeding (vaginal), blood or heart disorder/condition ¿ anemia, dental problems, dysmenorrhea, infection (bladder/ urinary tract/vaginal) type: urinary tract infection, nickel allergy, vaginal discharge, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: ibd" were added. Outcome of event, "abnormal bleeding (vaginal, menorrhea); allergic or hypersensitivity reaction ¿ rash on whole body; blood or heart disorder/condition ¿ anemia; dental problems; dysmenorrhea; dyspareunia; gastrointestinal or digestive system condition ¿ ibs; hair loss; infection ¿ uti; nickel allergy; pain; rashes or skin conditions ¿ hives; vaginal discharge; weight gain; hands and feet swelling" were changed to "recovered/resolved". New reporter contact information was added. Patient's information was added. Patient's demographics were added. Product information was updated. Medical history was added. Concomitant medications were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057571) on 12-nov-2015. The most recent information was received on 09-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvis pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A47945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she was unable to follow up with an hsg under medical advice as she is allergic to iodine." And contraindicated device used "she was unable to follow up with an hsg under medical advice as she is allergic to iodine.". The patient's medical history included morbid obesity, drug allergy, food allergy, environmental allergy, flank pain, allergic rhinitis, hypertension, post-traumatic stress disorder, anaphylaxis, insomnia and menses irregular. Concurrent conditions included iodine allergy. Concomitant products included celecoxib, celecoxib (celebrex), cetirizine, chlortalidone (chlorthalidone), epinephrine (epipen), fluoxetine, gabapentin, hydroxyzine, lisinopril, methocarbamol, montelukast, omeprazole (omeprazol), oxycodone hydrochloride;paracetamol (percocet), oxycodone hydrochloride;paracetamol (percocet) and trazodone. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced menorrhagia ("heavy periods 8-10 days/ abnormal bleeding (vaginal, menorrhea)"), dyspareunia ("pain after intercourse"), urticaria ("rashes or skin conditions -type : hives"), abdominal pain lower ("lower abdomen pain / cramping"), dermatitis allergic ("skin rashes/ allergic or hypersensitivity reaction ¿ rash on whole body"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("blood or heart disorder/condition ¿ anemia;"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). In august 2013, the patient experienced peripheral swelling ("swollen feet and hands/ swelling"), alopecia ("hair loss") and irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibd") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdomina pain/ abdomen movements"), migraine ("migraines"), coital bleeding ("bleeding after intercourse") and fatigue ("tiredness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, dyspareunia, coital bleeding, urticaria, peripheral swelling, alopecia, abdominal pain lower, dermatitis allergic, vaginal haemorrhage, anaemia, tooth disorder, dysmenorrhoea, urinary tract infection, allergy to metals, vaginal discharge, weight increased and irritable bowel syndrome had resolved and the migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, coital bleeding, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, peripheral swelling, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: a serious injury, hospitalization, disability/permanent damage, required intervention,other serious (important medical event) and event date (B)(6) 2013 were mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: back pain, anxiety, depression, abdominal pain, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: quality-safety evaluation: lot number: a47945 manufacturing date: 04-sep-2012. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : outcome of events, "pain, bleeding" were changed to "recovered/resolved". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.